Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0w73d, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that the device was shutting off by itself for the past 2 weeks. She was verifying this with the programmer and she could tell as she had a return of symptoms. This was a sudden change in (B)(6) 2015. Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the reported issues and if they were resolved. This event will be updated if additional information is received.